Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, three devices did not fire properly. The first seemed like a gear broke while firing. With the second device, possibly a gear broke during the firing stroke. The third's knife did not cut the length of the stapleline. There was no reported pt consequence.